Event description:
Patient was revised due to pain. Update: 3/27/2012 - medical records were received. The revision operative report indicated that there was fretting on the stem taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.